Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only a distal portion of the lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion exposing the outer coil located proximal to the distal tip. The damage was consistent with friction to another device or feature of the heart. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.